Event description:
It was reported that the micro oscillating saw was overheating. Attempts to obtain further information were made, but were not successful.

Manufacturer narrative:
The device was received by the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.